Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was not able to duplicated the reported issue. The fsr performed the user verification test (uvt) and operational verification procedure (ovp) and found that the end tidal volume was low. The fsr found that the altitude setting and it was set at 0. The fsr dialed the altitude to 500 and the tidal volume was within specifications. The fsr performed the uvt again and the device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator was not delivering flow, while in use on a patient. There was no patient harm associated with this issue.